Event description:
It was reported that the patient had a 'bad infection' after implantation of their implantable neurostimulator (ins). The patient was reported to have been on antibiotics for about a month. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v758211, implanted: 2011-(B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, (B)(4).